Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report (B)(4), should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.

Event description:
It was reported that the patient was admitted to the hospital with an unspecified infection. The physician removed the pacemaker, right atrial lead, and right ventricular lead. The left ventricular lead was capped. Throughout the procedure, the patient's condition remained stable.

Manufacturer narrative:
Further information was requested but not received.